Event description:
It was reported that the customer was hospitalized for low blood glucose readings of 50 mg/dl. The name of the hospital was (B)(6). The customer's blood glucose readings on monday were 99 mg/dl and then went down to 51 mg/dl. The blood glucose readings would not go up. The current blood glucose reading was 237 mg/dl. The high blood glucose readings were treated with a bolus and a manual injection. The customer was wearing the insulin pump at the time of the 911 call. No significant events prior to the low blood glucose readings. Advised the customer to run a manual prime and insulin did exit the tubing. Advised that the insulin pump is working as designed. The customer will call back to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.